Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-00607. It was reported the patient experienced inadequate stimulation with their scs system. In turn, surgery is planned to reposition the leads for better coverage.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00607. It was reported the patient underwent surgery to have one of their leads explanted and the lead site revised, which addressed the issue.